Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix anterior mesh. Later the patient experienced pain in the leg and bladder, dizzy spells, dyspareunia, sharp shooting pain in the rectum when walking, reports feeling plastic in the vagina during sex, significant cystocele, mesh palpable at the midline of rectocele with questionable mesh erosion in anterior vagina, pain in the lower left & right quadrants, pain at the vaginal opening and rectum, extrusion in posterior wall of the vagina, right/left groin pain, left buttock and groin pain and firm protrusion covered with epithelium on the right side of the anterior vaginal wall that causes severe pain. Estrogen cream was prescribed. Revision of the vaginal sling, vaginal mesh removal, left groin dissection and anterior repair for pelvic organ prolapse were performed. Subsequently, a second revision surgery was performed including transvaginal sling revision, groin exploration and posterior vaginal mesh excision with vaginal wall repair.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned